Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr tl powerpicc solo catheter. The unit was functionally tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, no leaks were observed. The catheter was microscopically inspected but no remarkable features were observed. Based on the available evidence, the customer's reported defect could not be confirmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient line inserted for long term antibiotics. When the staff member flushed the PICC line, it was leaking externally just under the distal portion of the securacath. After removing the line, it was decided not to replace at that time. Line inserted (B)(6) 2024 l basilic position. Line secured with cavilon, transparent dressing, histoacryl glue and securacath retainer placed. No other information was provided.